Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Events reported in 1818910-2020-18128. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 2 drill bits broken in preparing for acetabular screw. A surgical delay of 5 minutes. The drill part broke in the drill guide on both drills. Half the drill bit broke off (both drills). All parts were removed from patient.